Event description:
The pump was refilled with infumorph 10 mg/ml and programmed to deliver 0.5 mg/day. Prior to refill it contained normal saline. The next day the pt experienced nausea, shortness of breath, and narcosis. The pt was tired and couldn't keep his eyes open. The physician wanted to lower the dose but couldn't at the current drug concentration. The physician felt that the pump's minimum rate was too slow for the pt needs. The pump was emptied of its contents the same day of the complaint. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Programming inadequate for pt needs.